Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported an implantable neurostimulator (ins) error. There was no other information available at the time of the report. No further complications are anticipated.